Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flo-gard IV solution administration set was sealed below the chamber. This was noticed during priming with an uspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing of the set was kinked just below the chamber. An underwater pressure test was performed; there were no bubbles visible which showed that the kink was inhibiting air from passing through the set. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.